Event description:
It was reported this peripherally inserted central catheter (PICC) was placed in 2000 for administration of medication to treat cellulitis of the foot. Difficulty was encountered accessing this PICC line march 8, 2000. Fluoroscopic examination revealed the catheter had fractured and migrated to the right atrium and pulmonary artery. Percutaneous retrieval of the catheter utilizing a retrieval kit via a femoral approach was successful. A decision was made not to place another PICC as a different method of medication administration was chosen. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval revealed a complete circumferential fracture of the shaft located at the hub. The break was uneven and rough. The distal segment measured 31.6cm and the proximal portion measured 6.1cm. Since no difficulty was encountered accessing this device prior to this incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. Also, based on the engineering eval, co believes procedural/pt factors may have contributed in this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.